Event description:
The customer received a blood glucose reading of hi on the contour next link. She adjusted insulin accordingly by injecting 2 units. She experienced hypoglycemic symptoms of shaking, feeling light headed and unable to focus. She retested within ten minuets of the first test and received an lo on the meter. Treatment was not discussed. The customer was asked to return the test strips for evaluation. New meter and strips were sent to her.